Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced multiple hypoglycemia events while using the ilet, including a documented blood glucose of 56 mg/dl from an ilet report, and contacted support to perform a factory reset; the call was transferred to a clinical specialist and then to customer care, who guided the user through the factory reset and insulin was then resumed as usual, with the user treating with oral glucose. Symptoms included hypoglycemia, confusion or disorientation, and hot flashes or flushing. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device problem or device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.